Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specifications. No low battery alerts, failed battery test or off no power anomalies noted. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms noted. The insulin pump successfully downloaded to carelink. However, the insulin pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received excessive no delivery alarms. Customer also received off no power alarm, low battery alarm and bad battery alarm. Customer declined troubleshooting as helthcare professional requested that insulin pump be replaced. Customer was treating with manual injections and healthcare professional wanted customer back on insulin pump therapy.